Manufacturer narrative:
After battery installation, device powered up with a blank display due to signs of previous moisture presence and corrosion on electrical board on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. They treated with bolus. The insulin pump was not active at the time of incident. The customer reported that the insulin pump had a blank display. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.